Event description:
Additional information received. A review of the implantable neurostimulator session data determined there was only 1 off event that had lasted for 8 minutes, possibly due to the patient using the patient programmer. The clinician's office had the recharger during the time that the session analyzed took place. The issue with the recharger was given to the physician and he was going to evaluate moving forward.